Manufacturer narrative:
A1 patient identifier: sample ID's are (B)(6). The alinity I-series processing module, serial number (B)(6) was inspected and found that the issue was resolved by replacement of the alnty ci snsr bsl resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the alnty ci snsr bsl and review found no similar issues related to the alinity system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alnty ci snsr bsl. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity I-series processing module, serial number (B)(6) or alnty ci snsr bsl was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed alinity I stat high sensitive troponin-I generated from an alinity I processing module and provided the following data: (reference cut off values for female is 15.6 pg/ml (15 ng/l); male is 34.2 pg/ml (34 ng/l)) the preliminary samples for both patients were 300 ng/l. The alinity I stat high sensitive troponin-I control was in range (B)(6) 2023 and samples were then measured. The results were: sample ID (B)(6), result was < 1.3 ng/l. Sample ID (B)(6) result was < 1.3 ng/l. The customer repeated testing and generated multiple alarm codes (unable to process test. Error in final measurement, unable to process test. No signal peak value, & unable to calculate result. Response of the processing module outside the defined range). The customer reported one result that was generated was also < 1.3 ng/l. The customer reported that they ran controls again and that the controls were out of range. There was no reported impact to patient management.